Manufacturer narrative:
The autopulse platform (sn (B)(4)) was returned for preventive maintenance and during functional testing on november 10, 2020, the autopulse platform failed load cell characterization test. The root cause for the observed failure was due to a defective load cell, likely caused by a defective component or mishandling such as drop. Upon visual inspection, noticed a hole on the load plate cover that affects the watertight seal, crack on the head restraint bracket and bent battery connector shroud in the battery bay. The root cause for the observed physical damage could be due to user mishandling or could be due to normal wear and tear. The autopulse platform was manufactured in 2005 and is 15 years old, well beyond the expected service life of 5 years. During functional testing, the autopulse platform failed load cell characterization test. The root cause was due to defective load cell 2. Last autopulse 1.1 was manufactured in 2009. As of july 2016, zoll announced end of life for the autopulse 1.1. Many important components used in ap1.1 are no longer available further restricting our ability to service. Informed customer about the non-availability of the parts and the autopulse platform will be scrapped. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
During servicing of the autopulse platform (sn (B)(4)), it failed load cell characterization testing during functional test. No patient involvement.